Event description:
The beckman coulter distribution center reported the dxi wash buffer ii cubetainers were leaking in the storage racks. The boxes were wet and the pallet damp. No report of injury, death, affects to end user or to patient results or patient treatment is associated with this event.

Manufacturer narrative:
Additional information was requested but not supplied to date. Root cause could not be determined for this event. (B)(4).